Event description:
It was reported that balloon rupture occurred. The 100 % stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilation. However, during second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.